Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Additional information provided: did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Unknown, did the patient require revision surgery or hardware removal? Unknown, patient status/ outcome / consequences, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. ¿ what was done to treat the shard penetration? Stop bleeding and banding ¿ was medical or surgical intervention required? No need ¿ was there any special diagnostic test performed? No ¿ what is the status of the surgeon injury today? >> recovering well. And wound has healed. ¿ was it difficult to break the ampoule (was extra force needed to break the ampoule)? No ¿ was the ampoule crushed repeatedly? Yes, the formula is not easily squeezed out, so hcp repeatedly crushed ampoule to try to squeeze. ¿ did this issue contribute to any patient adverse event? No, patient impact. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date in 2025 and topical skin adhesive was used. The surgeon barely squeeze out adhesive, and stab the surgeon's finger while she tried to squeeze harder. They stopped bleeding with banding. There was no need for any medical or surgical intervention required. No special diagnostic test performed. The user is recovering well. And wound has healed. There were no adverse consequences to the patient. Additional information has been requested.